Manufacturer narrative:
Method: device not received for evaluation. Additional manufacturer narrative: the device will be returned for evaluation. Echo image was provided to an independent consultant for interpretation and read is currently in progress. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
As received the valve exhibits indentations in the free margins of leaflet 1 and 3 at commissure 1 are evident; folds and creases are also noted in leaflets. Such characteristics are typical to those made by a suture loop; however a suture track was not detected. Thus the disruptions may have been caused by a chordae tendineae. No other inconsistencies are detected or in the x-ray, as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Method: x-ray. Echo read impressions: based on the limited available images, there is evidence of an ischemic cardiomyopathy with severe left ventricular systolic dysfunction. There is abnormal diastolic and systolic motion of the mitral bioprosthesis leaflets that is strongly suggestive of a suture loop. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation. The customer reported that a perimount plus 6900pj27 was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) on (B)(6) 2011. After the implant, bypass was taken off and mr was observed. On the echocardiography, it was observed that one of the valve leaflets did not work. The [device] was explanted and a perimount plus 6900pj25 [smaller size model] was implanted as a replacement. At the same operation, CABG was performed and mc3 4900t28 was implanted for tricuspid annuloplasty replacement (tap). Customer commented that this explant was not expected. Customer also commented that it was not sure if this explant was device related. The suture-jamming [loop] was suspected but holder was not released until sutures were tied as recommended in IFU. [At explant] wrinkle-like line was observed on the leaflet.